Manufacturer narrative:
Evaluation summary: no other complaints of this nature have been received for the product and lot combination. It appears that the distal aspect of the peg was bent toward the articulating surface. This deformation is consistent with an attempt to insert the component. It is likely that the component was not properly aligned before inserting or debris was present that impinged the insertion. It is likely that the problems encountered are related to surgical technique. Evaluation codes: device history records were reviewed and found to be conforming. Dimensions were within specification where measured. Visual examination of the returned component confirms a deformity of one of the pegs.

Event description:
It is reported that one of the pegs of the cementable patella was deformed. The surgeon noticed it didn't sit correctly and immediately exchanged it for a different patella.